Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The b40 scope communication error was present due to a faulty printed circuit board. Additionally, the rear panel was damaged, and the video connector latch was found worn-out, causing a poor connection with pigtails. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was displaying a b40 scope communication error code. Additional details relating to the patient and the event have been requested but all answers were unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b40 error occurred due to a faulty printed circuit board (cm board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.